Manufacturer narrative:
The device was reported not to be returning. The device's lot number was not provided; therefore, a review of the device history record (DHR) cannot be conducted. As the device and lot number were unavailable for analysis, no methods were performed. For this reason results cannot be obtained. The device was not returned to I-flow for eval; therefore, we are unable to determine a cause for the reported event. If additional info is received, I-flow will submit a follow-up report. A copy of the technical bulletin regarding flow will be sent to the customer with the closure letter. Info from this incident has been included in our product complaint and MDR trend reporting systems. Trend info is used to identify the need for additional investigation.

Event description:
Fill volume: 400 ml. Fill rate: 6 ml/hr. Procedure: unk. Cathplace: unk. (Please refer to 2026095-2014-00147/(B)(6), and 2026095-2014-00149/(B)(6)). Report 2 of 3. It was reported that a patient had an on-q combo pain pump placed in outpatient surgery for a continuous interscalene continuous nerve block. The patient was sent home with the pump. The pump was filled with ropivacaine 0.2%. The flow rate was set to 6 ml/hr and was never changed. On april 29, 2014 (post -op day 1), the button got stuck, but popped back up within 1 minute. That same day, the patient's pump finished delivering medication in less than 24 hours. Patient info was not provided.